Event description:
Crrt (continuous renal replacement therapy) prismax machine had defect within thermax, would not reach set temperature. Called baxter helpline, advised to remove machine from clinical use. Rn (registered nurse) unable to return circuit of blood.